Event description:
During the incoming inspection of the device a "red-x" status was observed, indicating a failure to operate, and would not reset. The complainant indicated that there was no pt involvement in the reported malfunction.